Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 165, 160, 214, 179 and 154mg/dl. The customer¿s expected am fasting blood glucose test result range is 99-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 236mg/dl and 225mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/15/2022 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history (date not set): (B)(6).